Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump off event as well as the loss of expected communication between the pump and system controller; however, a specific root cause for these findings could not be conclusively determined as the device was not returned for evaluation. The system controller event log files contained relevant events from 12nov2025, per the timestamps. Throughout the files, low flow hazard and lvad off alarms were captured with speed and estimated flow recorded at 0, despite the pump receiving power. Additionally, com a and com b fault flags were captured intermittently throughout the files which indicated that the pump was unable to properly communicate with the system controller. The driveline appeared to be disconnected 12nov2025, consistent with the reported system controller exchange. Log files from the backup system controller continued to capture low flow hazard and lvad off alarms in addition to com a and com b fault flags. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event in addition to requests for product return; however, no additional information was provided. No product is available for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. D, is currently available. Chapter 5 of the IFU, "surgical procedures", states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Chapter 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site experienced a lost connection between the heartmate touch and the left ventricular assist device (lvad) during pump preparation. The connection was re-established to end the pump preparation, and the heartmate 3 was implanted without any other issues. The patient later experienced low flow and pump off alarms. The pump was confirmed to be off. The heartmate touch read blank revolutions per minute (rpm), 0.0 liters per minute, and power at 1.4 watts. The site received an error message when they attempted to change the rpm. The site was not able to start the stopped pump using the heartmate touch, changing system controllers, or power cycling by disconnecting the driveline at the system controller. The patient was brought to the operating room for an urgent pump exchange. Log files were sent for review. The log files did not display any usable data.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through medwatch form (B)(4) that a right ventricular assist device (rvad) was placed with procedure ending at 15:20, and no complications were noted. The patient was transferred to a critical care transplant unit the site experienced a lost connection between the heartmate touch and the left ventricular assist device (lvad) during pump preparation. The connection was re-established to end the pump preparation and the heartmate 3 was implanted without any other issues. At approximately 17:30 staff noted that the left ventricular assist device (lvad) flow immediately adjusted from 4.8 to 0 with no pulsatility index (pi) or revolutions per minute (rpm's) noted and pump off alarms. Despite efforts, no return of flow was established. No lvad hum on auscultation. Drop in mean arterial pressure (map) by 10 points from 70 to 60 with event, other hemodynamics on trend. Epinephrine increased to 0.1 and rvad flow decreased to 2l. Provider adjusted lvad to 5000 rpm and received an error message when they attempted to change the rpm. Monitor trouble shooting completed with lvad representative and cardiothoracic surgeons at bedside, however the issue could not be resolved. The patient was brought to the operating room for an urgent pump exchange with no obvious clot on visual inspection of pump noted. The newly placed pump functioning properly. It was noted the rvad was not an abbott device.